Manufacturer narrative:
The customer¿s report of a kinked tubing was not confirmed; however, the issue of inability to prime the set was confirmed. Visual inspection showed no related issues. The check valve orientation was correct and there was no visible material within the set that could cause an occlusion. No kinks were observed. Functional testing was performed and the set was unable to be primed any further than it had been upon receipt. From previously investigated complaints for this same failure mode, the root cause of the reported issue is material degradation and/or deformation within the fluid path of the check valve.

Event description:
The customer reported issues with tubing where sets kinked and were unable to prime. For one instance, a patient¿s blood pressure had dropped to 52 and the clinician was attempting to prime the tubing to start a new medication. The difficulty priming resulted in a delay until new tubing was obtained. The set was not attached to the patient at the time of the event. No patient harm was reported and the set was sequestered.